Manufacturer narrative:
Medwatch sent to FDA on 9/26/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps, swelling and mild erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Warnings: do not re-use. Sterility of this device cannot be guaranteed if the device is re-used."

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the forehead and again with the same syringe about 3 weeks later. Around one month later the patient had additional injection with juvéderm volift with lidocaine in the marionette lines. Prior to that injection, the patient was given topical emla and ice after the injection. Around 4 months later, the patient "felt lump at right [oral] commissure and rest of lumps along marionette lines developed soon after." There was no pain, no illness/fever. No local ulcers/crack/cold sores. It was noted that "clinically, lumps palpable with swelling, mild erythema." There were "no cervical lymph nodes." Patient was treated with augmentin and ciprofloxacin. The patient subsequently developed lumps on the forehead. The lumps were not "fluctuant" and the patient is "otherwise well." Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the forehead and again with the same syringe about 3 weeks later. Around one month later the patient had additional injection with juvéderm® volift¿ with lidocaine in the marionette lines. Prior to that injection, the patient was given topical emla and ice after the injection. Around 4 months later, the patient "felt lump at right [oral] commissure and rest of lumps along marionette lines developed soon after." There was no pain, no illness/fever. No local ulcers/crack/cold sores. It was noted that "clinically, lumps palpable with swelling, mild erythema." There were "no cervical lymph nodes." Patient was treated with augmentin and ciprofloxacin. The patient subsequently developed lumps on the forehead. The lumps were not "fluctuant" and the patient is "otherwise well." Symptoms are ongoing.